Manufacturer narrative:
As reported, during the procedure, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was ruptured. There was no reported patient injury. The procedure was a diagnostic coronary procedure. The procedure used a retrograde approach. The vessel had no tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The puncture site had no visible calcium/plaque. The deployer was certified. The patient had no relevant medical history. A 6f non-cordis sheath was used. The mynx vascular closure device (vcd) was prepped according to instructions for use (IFU). The balloon did not lose pressure during prep or patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure upon inflation, at the 1st stop or 2nd stop. There was no visible damage in the distal end of the sheath after removal. The patient was not hospitalized, nor was the hospitalization extended as a result of the event. The patient recovered. Hemostasis was achieved by manual compression held for about 30 mins. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle with stopcock opened. The sealant and the advancer tube were found inside the shuttle cartridge. The procedural sheath was not returned for evaluation. No anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device. However, the balloon could not be inflated due to the catheter¿s lumen being clogged by dried contrast. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon could not be inflated for examination. A product history record (phr) review of lot f1923302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed due to the condition in which the unit was received for analysis. Based on the information provided, the condition of the returned device and the investigation performed, the exact cause of the reported event could not be conclusively determined. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
During procedure, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was ruptured. Therefore, hemostasis was achieved by manual compression held for about 30 mins. There was no reported patient injury. The procedure was a diagnostic coronary. The procedure used a retrograde approach. The vessel had no tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The puncture site has no visible calcium/plaque. The deployer was certified. The patient has no relevant medical history. A 6f non-cordis sheath was used. The mynx vascular closure device (vcd) was prepped according to instructions for use (IFU) instructions. The balloon did not lose pressure during prep or patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure upon inflation, at the 1st stop or 2nd stop. There was no visible damage in distal end of the sheath after removal. The patient was not hospitalized nor the hospitalization extended as a result of the event. The patient recovered. The device will be returned for evaluation.